Event description:
It was reported that the patients ipg was difficult to be aligned with the charger and was difficult to be charged. X-ray was taken which showed migration of the ipg to a more vertical position. The patient underwent a pocket revision procedure, and the patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Exact date unknown, event occurred in the holiday weekend from the date the manufacturer was made aware.